Event description:
The patient's attorney alleges patient pain and suffering. The patient underwent l3-l5 pedicle screw instrumented fusion and right l4-l5 interbody fusion due to low back pain of discogenic origin. No intraoperative complications were reported, however it is noted that postoperatively the patient's pain was very difficult to control. The patient continued to report episodes of pain. Fifteen months post implant, due to a positive diskogram at l2-l3, l3-l4, and l5-s1, re-exploration of the prior fusion was performed. The rods and screws were simultaneously removed. X-rays immediately prior to surgery indicate no fluoroscopic evidence of hardware failure.

Manufacturer narrative:
(B)(4). Lot # at2007011011 was also removed. Device was not returned to the manufacturer for evaluation: device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records do not indicate a non-conformance to specifications.